Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were single occurences and could not be reproduced during in-house testing. Review of the device data logs determined the most likely root cause of the faults was operator error. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test and experienced a power-fault. There was no patient injury reported as a result of this incident.